Manufacturer narrative:
The device was manufactured january 23, 2018 - january 24, 2018. The device was received for evaluation containing an unspecified volume of drug fluid in the bladder. Visual inspection noted that the distal luer post was broken off. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a small volume intermate was broken. It was not specified when in the process this event occurred. It was further reported that the device had broken at the junction of the tubing and the luer lock tip. Some of the plastic from the tip was broken off and still in the end of the tubing. The device had been filled with cefazolin and 0.9% of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.